Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced with a nonguidant device after 48 months of implant duration. The patient alleges that the battery depleted prematurely. Guidant has not received any complaints against the ICD's battery life from the patient's physician.